Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient reported their symptoms and issues. The patient suspects the choice of lenses by the physician. The patient was instructed on the iol adaptation period, instructed to contact the physician to align expectations and adaptation time, and instructed on our intraocular lens portfolio. Follow up attempts were made for additional information. The new information indicated that patient difficulties continued. The patient added that the doctor told him he would only need glasses to read leaflets but that was not the case. The patient was scheduled to see an ophthalmologist on january 31st to get more details and then fill out the form. However, no further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient has difficulties with clarity in changes in the environment, does not see well at the long and intermediate distance, that the objects in its peripheral vision seem misaligned. The patient stated that, after the surgery, the patient no longer had any quality of life, he was unable to drive, use a computer and could not even see a person across the street.

Event description:
Additional information has been received stating the patient reported that still has the same difficulty seeing, can no longer do the routine things that used to do and would not be able to renew driving license and is missing out on many things because of the cataract surgery. Now the doctor has suggested that to have cataract surgery in left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).